Manufacturer narrative:
B5 was updated and h6 was updated. Health effect - clinical code e0604 was added e0605,e0301,e060109,e0611,e233601,e2342,e130501,e2321,e030202,e2328 were omitted. Health effect - impact code f12 and f19 were added and f1904,f2301,f2303,f2306 omitted.

Event description:
Updated clinical rationale: an impella 5.5 device was inserted surgically into the aorta in a 63-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low output syndrome (lcos), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a high-risk surgery: mitral valve replacement and tricuspid valve repair. During the procedure, the impella was inserted surgically into the aorta with a direct approach under transesophageal (tee) guidance. There was no guidewire in place, and the patient has marfan syndrome, so the pump moved into the sinus. The hole bled, and required surgical repair with difficulty, due to weak tissue. The surgical repair to the hole was successful. The patient required multiple blood products. Twelve days after insertion, the impella was successfully weaned. The impella functioned as intended without issues. The post-procedure outcome is survived at explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a 63-year-old male presented with acute decompensated heart failure and cardiogenic shock, found to have a flail posterior mitral valve leaflet with severe mitral regurgitation, status post mitraclip and intra-aortic balloon pump (iabp) insertion on (B)(6) 2025. The patient¿s course was complicated by worsening pulmonary edema, hemoptysis, and ventricular tachycardia, requiring amiodarone, intubation, and escalating pressor/inotrope support. Iabp was removed and impella 5.5 placed, with subsequent hemolysis, left lower extremity deep venous thrombosis dvt, and inability to anticoagulate due to ongoing bleeding. The patient underwent mitral valve replacement (mvr) on (B)(6) 2025 with new impella 5.5 implantation. Postoperatively, complications included two episodes of tamponade requiring surgical washout, continuous renal replacement therapy (crrt), cardiogenic shock, multiorgan failure, thrombocytopenia with suspected heparin-induced thrombocytopenia (hit), recurrent right ventricular failure, and repeated impella repositioning. Device use was associated with malposition, hemolysis, and suspected vascular access-related thrombosis. Ultimately, the patient was trached. They were anuric, however, and were improving hemodynamically. Impella was able to be removed on (B)(6) 2025. As this patient was admitted with cardiogenic shock, scai stage e, it is expected that they have multiple comorbidities and multisystem organ failure. As there were 2 impella 5.5 pumps used to support this patient, it may be assumed that the hemolysis was a complication directly impacted by the pump. The patient also underwent mvr surgery after being septic and fungemic, so the infection and thrombosis issues were most likely secondary to that, including the major bleeding issue of cardiac tamponade with chest washout, causing anemia and the requirement of blood transfusions. Cardiac perforation directly related to impella 5.5 pump.